Event description:
It was reported that patient experienced trouble with their implantable neurostimulator (ins) for a couple of months, including stimulation turning off with certain movements such as washing hair, bending over, shaking a trash bag, and walking a dog. The stimulation was described as stalling and very spotty, with the patient not receiving steady stimulation and experiencing frequent interruptions, sometimes unable to go five minutes without it turning off. The battery performance became irregular, described as "jaggedy," and required charging twice a day when it used to be three times a day. Troubleshooting steps included reviewing the device settings, checking the program group, and confirming that adaptive stimulation was not present. The issue was not resolved, and the individual was redirected to their healthcare provider for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt asked for physician listings. Physician listings e-mailed. Pt repeated they were getting settings not available. For 6 months. Pt said they run their stim high. They would like it to be at 15.4-15.6 but they are stuck at 15 and cannot go higher. Pt could hardly feel stim. Pt likes the sensation of stim and would like to feel it. Pt said it took a long time to get to this program and finally got to program that pt liked but pt gets settings not available and it almost feels like pt has a loose lead. The rep did the impedance test and said the lead was ok. Pt met with a rep 3 times and also went to the surgeon. The surgeon suggested to replace the device. Pt said they did not want another surgery. They gave pt a new program but it was not working, it was in the wrong area, it hurt and causing more pain. Pt wants to be on the current program that worked but pt cannot increase due to settings not available. The rep was talking as if the lead had moved but also said there was nothing wrong with the lead. Pt would like to see another doctor for a consultation.

Event description:
Additional information was received, it was reported patient was meeting with manufacturer representative (rep) last week because the rep advised them that it could be an electrode issue but according to the rep the electrodes were fine. Patient stated that the rep suggested they change the program but the patient declined and wants the program they already had because it targets the right spots. Patient also noted that the controller would show them a settings not available screen when they try to increase their intensity. Patient stated they tried the other program suggested by the rep but they could not last an hour with it because it was hitting their ribs. Patient stated they set an appointment with their implanting doctor on the 23rd of this month but they wanted to make sure that the rep they deal with caters to that facility as well. Patient no longer wants to deal with their current managing doctor. A gent offered to send patient physician listings and patient agreed. Agent redirected patient to hcp and sent patient an email with physician listings. Patient stated that they were probably due for an ins replacement in a year.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.